Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 300 mg/dl after forgetting to reconnect tubing to the cannula following a shower. As a result, correctional insulin was not delivered. Bg values decreased gradually after reconnection and later returned to range. The user reported no symptoms, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.